Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report intermittent audio output and a hypoglycemic event that occurred on (B)(6) 2016. Patient stated they are hypoglycemic unaware and while at home, experienced a low. The paramedics were called. The patient's blood glucose was 23 mg/dl, and the paramedics injected him with glucose. The patient was unsure of the amount, but thinks it was 1000cc. No hospitalization was required. At the time of the event, the patient was wearing the continuous glucose monitor. Patient reported not hearing the receiver alarm. Additionally, patient tested the receiver's fixed low alert and it beeped and vibrated. No further event or patient information was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.